Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use one visi-pro balloon expandable stent to treat a moderately calcified 70% stenosed proximal iliac artery lesion. The lesion was not pre-dilated. The device was propped as per the IFU. The device did not pass through a previously deployed stent. Embolic protection was not used. Resistance was encountered when advancing the device but excessive force was not used. It was reported that as the device passed through the lesion and was being positioned at the target location, the stent dislodged from the balloon. The physician removed the balloon from the sheath and used another balloon to deploy the stent where it was positioned - proximal to the target iliac artery lesion. The physician completed the procedure using another visi-pro stent to treat the target lesion. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation along with a series of photograph print outs of procedure cines (photos 5-8). Cine printout photo 5 showed the dislodge visi-pro stent on the guidewire. Cine printout photo 6 showed the dislodge visi-pro stent being implanted with a balloon dilatation catheter within the vessel. Cine printout photo 7 showed the stent being fully dilated and has the hand-written note of ¿stent placed not in the right place because dislodged¿. Cine printout photo 8 showed the vessel after the stent was implanted and has the hand-written note of ¿final results patient ok¿. The printouts of the cines provided confirm that the visi-pro stent dislodge and was implanted not at the targeted lesion. The visi-pro balloon expandable stent delivery system was returned without a stent and the balloon chamber in a pre-inflation profile, (e.g. Tightly wrapped and winged). The balloon chamber exhibits witness marks of the crimped stent. If information is provided in the future, a supplemental report will be issued.